Manufacturer narrative:
Troubleshooting of the AED with the customer identified that once a spare battery was installed and a manual self test run the AED functioned as designed, upon a subsequent battery pack self test the AED identified the battery was low and reported a battery low warning. The customer was issued a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.